Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer was unable to complete system check at time of call; however, multiple attempts were made by tandem technical support to follow up with the customer to complete the check and no response received. There was no adverse impact to customer's blood glucose. No additional information was provided.